Event description:
It was reported the customer could not deliver a bolus. The customer reported being stuck in the bolus screen. Customer stated the bolus screen showed 319 and prompted them to enter 0 carbohydrates. The customer was assisted with overriding the estimate total details. Customer's blood glucose was 319 mg/dl. The customer treated with a 7.7 unit correction bolus. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.